Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was turning on and off intermittently. Review of the log file showed malfunctioning x-ray-pc. To resolve this issue the fse replaced the x-ray monoplane pc mdp. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system would shut on and off intermittently. The device was in use. No harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the x-ray monoplane pc. The device was returned to use in good working order.